Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 694765 lead, implanted (B)(6) 2003; (B)(4) stent graft, implanted (B)(6) 2013; (B)(4) stent graft, implanted (B)(6) 2013. (B)(4).

Event description:
It was reported that the device reached elective replacement indicator due to possible premature battery depletion. The device was explanted and replaced. It was also reported that the left ventricular lead had high thresholds on the left ventricular ring to right ventricular coil and the patient was experiencing diaphragmatic stimulation. The lead was reprogrammed at higher outputs and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.